Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized on (B)(6) 2016 with diabetic ketoacidosis. No further details were provided. Troubleshooting could not be completed at the time of contact. It is unknown what treatment the patient received while hospitalized. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributor.